Event description:
The customer contacted to report a lost sensor. The blood glucose reading was 34 mg/dl. During the phone call the customer seemed very confused and incoherent. The customer checked the blood glucose once again and it was 44 mg/dl. Offered to call the paramedics, but the customer refused and the call was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.